Manufacturer narrative:
E1: initial reported facility name: (B)(6).

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the internal and common carotid artery. A 10.0-31carotid wallstent self-expanding stent was inserted and placed. Upon retrieval of the stent delivery catheter, there was severe resistance occurred, and it could no longer moved. It was then attempted to forcibly pulled, but the filterwire ez embolic protection system was pulled with it. The stent was stuck with the filterwire. After pushing and pulling several times, it could only be removed by force and the procedure was completed. There was no patient complications noted as a result of this event.